Event description:
It was reported that this device exhibited low out of range pace impedance measurements. The field representative disconnected all the power sources and removed all sources of electromagnetic interference (emi) and low out of range pace impedances were still present. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.